Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump screen was found shattered when removed from a backpack, and the user reported no known drop or impact; a replacement device was arranged and standard return instructions were provided, including shutdown guidance and notice that data would not transfer to the replacement. Symptoms included no reported adverse clinical effects, and the user reported blood glucose as acceptable. Outcomes included no injury, no medical intervention, and continued use of cgm via the dexcom app or receiver as needed. Investigation included collection of device use details and logistics for return of the damaged unit. The returned device was received. Investigation of this case revealed damage consistent with a cracked or broken display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.